Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet and a connected cgm displayed ¿low¿ glucose while a confirmatory fingerstick measurement showed 94 mg/dl. Following this, the user consumed multiple oral carbohydrates and subsequently observed a rise in cgm glucose values to 212 mg/dl, with a corresponding fingerstick value of 191 mg/dl. The user performed two calibrations of the system and reported recent exercise and heat exposure, as well as ongoing treatment for pancreatic cancer. No symptoms indicative of hypoglycemia were reported. The outcome involved transient glucose values outside the target range, which resolved without medical intervention, ketone testing, or hospitalization. The investigation consisted of phone-based troubleshooting, confirmation with capillary blood glucose measurements, calibration of the cgm within the ilet system, and user education regarding appropriate treatment of low glucose readings. Findings from the investigation indicated discordance between cgm readings and fingerstick measurements, along with user overtreatment of perceived hypoglycemia. Glucose levels subsequently stabilized and trended downward following calibration and cessation of carbohydrate intake. Based on previously established findings in similar cases, it was concluded that the event was related to user management of suspected hypoglycemia combined with sensor calibration discrepancy, contributing to transient hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.